Manufacturer narrative:
Medical device problem code 1494 clarifier- incorrect anatomy medical device problem code 2017 clarifier- failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the subclavian artery. The 8.0x29mm otw omnilink elite stent delivery system (sds) could not cross the lesion. The sds was withdrawn with resistance noted with the 6fr radial artery sheath. The lesion site was dilated with a balloon catheter. The sds was advanced again however it was noted the stent had dislodged from the delivery system. The dislodged stent was embedded to the lateral blood vessel wall. An acculink stent was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
D1 correction: updated device brand name to align with the information in the corresponding fields in gudid. D2 correction: updated common device name to align with the information in the corresponding fields in gudid. D3 correction: updated address to align with the information in the corresponding fields in gudid. D4 correction: model number entered. H2: updated the device identification fields to align with the information in the corresponding fields in gudid. A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to remove could not be tested due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database did not indicate a lot specific quality issue. It was reported that the procedure was to treat a lesion in the subclavian artery. It should be noted in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use (eifu) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of = 5.0 mm and = 11.0 mm, and lesion lengths up to 50 mm. It is unknown if the IFU deviation contributed to the reported event. It was also reported that the sds was withdrawn with resistance noted with the 6 french radial artery sheath. The lesion site was dilated with a balloon catheter and the sds was advanced again; however, it was noted the stent had dislodged from the delivery system. It should be noted the eifu states: do not attempt to pull an unexpanded stent back through the introducer sheath / guiding catheter; dislodgment of the stent from the balloon may occur. It is likely the IFU deviation contributed to the reported event. The investigation determined the reported stent dislodgement and difficult to remove appear to be related to the use error. However, the reported failure to advance and subsequent device embedded in tissue or plaque and serious injury/ illness/ impairment appear to be related to circumstances of the procedure. It is likely the device interacted with the moderately calcified, mildly tortuous lesion during advancement, resulting in the reported failure to advance. Further interaction with the introducer sheath during retraction of the device, as resistance was noted, likely contributed to the reported difficult to remove, ultimately causing the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.